Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v573632, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient felt paresthesia/tingling in the hands and feet, which started two days ago and intensified if the patient¿s hands were in cold water or if her body got cold. It was noted that this had been ¿consistent¿ over the past two days and cold made it worse. The patient programmer screen had a black triangle that the patient had never seen before and with replacement of the batteries the triangle remained. The patient was diagnosed with ic and frequency three years ago. There were no falls or traumas reported. It was indicated that the patient had a bladder infection that would take about one week to feel better. Syncing the programmer with the device cleared the triangle. The patient¿s normal setting was program 1 between 0.50-0.65v, changed to program 2 this morning at 0.60v, but did not feel any stimulation and it was confirmed that the device was on. The last time the device was reprogrammed was 1.5 years ago by the manufacturer representative. It was noted that the ¿box has been all messed up¿ by people who don¿t know how to program and the patient would be contacting the doctor and representative for reprogramming.